Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The articulation feature performed properly. It should be noted that to disarticulate the device it must be in the open position.

Manufacturer narrative:
(B)(4). Additional information requested: on what tissue type was the device used? At what location on the tissue? Stomach tissue during the 3rd firing of a sleeve gastrectomy. What color cartridge was being used? Likely a blue, but I am uncertain - not in the device when given to the rep. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? There were two previous firings. This was the next sequential firing to complete the sleeve. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing the stapler was articulated during the firing sequence. The stapler completed a successful firing but would not open or straighten (de-articulate). The surgeon commented that the stapler's jaw would not open or de-articulate. He then pulled the articulated stapler out of the trocar without opening or de-articulating. There were no patient consequences. Case completed with another device of the same product code.